Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of death and ventricular fibrillation are listed in the xience alpine, everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the patient presented with chest pain. The patient has a several proximal lesion at the right coronary artery (rca), therefore the 3.50 x 28 mm xience alpine stent was implanted. Afterward the patient had good blood flow. During the procedure the patient had ventricular fibrillation and cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed and the patient went to intensive care unit. The patient died on (B)(6) 2018. No additional information was provided.